Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that on the evening of (B)(6) 2018, she obtained a blood glucose result on the subject meter of ¿481 mg/dl¿ which she considered too high compared to her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with 40 units of novolog insulin which she administers 3 times per day and 50 units of toujeo insulin, once a day. She reported that after obtaining the high result, she had not done anything differently and stuck to her usual management routine. She indicated that during the first week of (B)(6) 2019, she ¿passed out¿ in her front yard. She reported that she her son took her to the emergency room (ER). No details regarding specific treatment or medication were provided as the patient could not remember. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. She also confirmed that her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event requiring medical intervention, after obtaining alleged inaccurately high blood glucose results on the subject meter.